Event description:
It was reported that a zekrya bur separated during use and became lodged in a pt's maxillary sinus. Exact outcome of this event is unk as of this report.

Manufacturer narrative:
Add'l lot #: 261967a. Per condition #1 of exemption, events meeting the definition of a serious injury are required to be reported. Therefore, because of the possibility that the separated piece will need to be removed surgically, this event meets the criteria for reportability per 21 cfr part 803. The device was returned for evaluation, though results are not available as of this report. Further info pertaining to this event, including evaluation results, will be submitted as it becomes available.